Event description:
It was reported that an infusor stopped delivery during patient use. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation attached to a patient control module. Visual inspection of the sample showed no signs of blockage or abnormality that could have caused the reported condition. The infusor sample was subsequently refilled with water to its nominal volume for a functional test. After fill, evidence of flow was visually observed at the distal luer. Flow continued without stopping. When the pcm button was pushed, flow was also observed at the luer. No signs of flow problems were observed during the functional test. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.